Manufacturer narrative:
As reported, a patient went to the emergency (ER) twice over the weekend with profuse bleeding from both groins after closure with three 6-12f mynx control venous vascular closure devices (vcds) two days prior. The physician forgot to press button two on the right side. Some sealant came out with the device on the left. The patient visited the ER twice on the same day, two days post procedure. On the first visit, quick clot was applied. The patient was hemodynamically stable. On the second visit, lidocaine with epinephrine was administered to the site, along with two stitches on the left, one stitch on the right. The patient was patient hemodynamically stable and the patient was discharged on the second visit as well. The patient remains stable. The physician reported "ep tc". The procedure was a repeat atrial fibrillation pulse frequency ablation (pfa). There was one access site on the right with 12f access, two access sites on the left with 11f and 8f access. The patient is on a warfarin regimen. The patient was given heparin during the procedure. The patient's inr level was elevated at 3.1, with normal platelet count. Systolic blood pressure was slightly elevated at 145/72 in the ER. The patient was on bedrest for just under two hours post procedure, from 1700-1855. The user was in training, on day one of training. The devices were not returned for evaluation. A product history record (phr) review of lot f2526605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-partial¿ for one of the devices used in the patient could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced could not be determined. Based on the limited information available for review on the inaccurate placement of the sealant, user-related factors (user error) most likely contributed to issue experienced since it was reported that the physician forgot to depress button #2. Access site hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the devices for analysis or procedural films, the reported customer complaint of ¿bleeding¿ could not be observed, and no determination of possible product contributing factors could be made, aside from the event of reported inaccurately placed sealant. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, pharmacological factors (patient was on warfarin), patient mobility factors and/or handling factors of the device (deployer was in training at the time of use) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. According to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the phr review, nor the available information suggests that the reported events are related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2525305 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient went to the ER twice over the weekend with profuse bleeding from both groins after closure with three 6-12f mynx control venous vascular closure devices (vcds) two days prior. The physician forgot to press button two on the right side. Some sealant came out with the device on the left. The patient visited the ER twice on the same day, two days post procedure. On the first visit, quick clot was applied. The patient was patient hemodynamically stable. On the second visit, lidocaine with epinephrine was administered to the site, along with two stitches on the left, one stitch on the right. The patient was patient hemodynamically stable and the patient was discharged on the second visit as well. The patient remains stable. The physician reported "ep tc". The procedure was a repeat atrial fibrillation pulse frequency ablation (pfa). There was one access site on the right with 12f access, two access sites on the left with 11f and 8f access. The patient is on a warfarin regimen. The patient was given heparin during the procedure. The patient's inr level was elevated at 3.1, with normal platelet count. Systolic blood pressure was slightly elevated at 145/72 in the ER. The patient was on bedrest for just under two hours post procedure, from 1700-1855. The user was in training, on day one of training. The devices will not be returned for evaluation.